Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had big scratches on the screen. Customer's blood glucose level was unknown. Customer stated that insulin pump had random no delivery alerts and sound louder when rewinding the insulin pump squirts out sometimes. Customer also stated that insulin pump freezes. The insulin pump will not be returned for analysis.